Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of unknown. Customer treated with manual injection. Customer stated insulin pump not delivering insulin. Customer stated auto mode feature was not active at the time of incident. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis. The reservoir will not return for the analysis.